Event description:
As part of the evaluation for architect vancomycin, the abbottlink data was reviewed for information that may be related to the product correction for this assay. It was determined that this customer did have related discrepant vancomycin results generated on the architect. An evaluation has determined there is a potential for the architect vancomycin assay to generate falsely elevated results due to sample or sample handling issues causing interference. In response to this issue a product correction letter was sent to the customer. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: architect i2000sr analyzer, list # 3m74-01, serial # (B)(4). Evaluation: no method, results or conclusions can be made at this time. Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Concomitant medical products: architect i2000sr analyzer. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Correction to the initial filing, catalog number. The correct catalog number is 7c15-01. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Safestep needles that leak chemo. At this point there has been no pt injury but they are concerned about the leaks.

Event description:
The customer stated an architect i2000sr analyzer generated error code 1007, unable to process test, when reaction vessels of lot 62616p100 were in use. In addition, a discrepant cea result was generated by the analyzer. The issue was resolved with the implementation of lot 65734p100. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is the final report.